Event description:
While attempting to complete a firmware upgrade to the pt's implant, an error code was received. The rep attempted to resolve the issue through troubleshooting, but was unsuccessful. The firmware upgrade failed due to a "seeprom data block crc error". The pt confirmed that he is receiving effective therapy and no add'l action will be taken.

Manufacturer narrative:
This is the final report.